Event description:
The customer commented "I have been noticing since starting to use vasoview hemopro 2 that it doesn't take long for the system to overheat and require the 30 sec timeout to cool down before being available again. Sometimes this is mid branch and have been finding the legs a fair bit wetter because of this. I have been following the docmatters site, and from what I have read, it seems to be a fairly common thing. I have been patient with taking it out and cleaning it with a cool wet sponge and find that this maybe speeds up the time - or wastes enough time in between - but I know that mark has changed out the disposables on several occasions because of the timing out. Once it does it the 1st time, it tends to continue very frequently. I have been trying to take less tissue, carefully cleaning up around branches - especially if they are larger, but can rarely get through a case without the timing out. Obviously for radials I haven't noted this because there is much less tissue to clean up. I've become very comfortable with the system, but have to say that the timing out is becoming quite painful".

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Updated fields: b4,g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. A lot history record review was completed for lots 3000429037, 3000427989, and 3000425073 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.